Event description:
The account alleged the side rail is not latching. No injury reported.

Manufacturer narrative:
The account found the side rail center arm assembly is broken. The account replaced the side rail center arm assembly to resolve the issue.